Event description:
A report has been received of a portable o2 irc5lx unit caught on fire. Also the carpet caught on fire. According to the tech service person it appeared the oxygen tubing caught on fire where the tubing was lying on the carpet. It was also reported this patient smokes. Patient has had this unit since (B)(6) 2012. The dealer inspected the unit and it appears to be fine. No patient injury has occurred.